Manufacturer narrative:
Analysis was unable to confirm the battery would not hold a charge and that the programmer would power off unexpectedly. Analysis also noted that the radiofrequency (rf) head cable was scuffed. The rf head cable was replaced. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would not hold a charge and would turn off without warning. The battery was changed but the issue persisted. The programmer was returned for service. There was no patient involvement.